Event description:
Information received indicates the head of hi/low section will not stay up.

Manufacturer narrative:
The technician found that the hi/low head section slowly drifts down. The technician found the trend valve stuck due to contamination in the hydraulic fluid. The technician replaced the trend valve to repair the bed.